Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. The insulin pump also alarmed motor error. Customer's blood glucose level was over 400 mg/dl. The customer had called the night before reporting delivery issues. The customer was able to rewind the insulin pump. The customer treated his high blood glucose level with a manual injection. The customer also experienced a low blood glucose level the night before because he over delivered. The device was not returned.